Manufacturer narrative:
This report is submitted on may 10, 2019.

Manufacturer narrative:
This report is submitted on april 11, 2019.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2019 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.